Manufacturer narrative:
The device was returned to zoll medical (B)(4); review of the device's history log found evidence to support a coupling issue between pads and patient since a signal was acquired early on. The device was put through extensive testing without duplicating the malfunction. The device history log shows that after the electrode pads were changed, the device was able to obtain an ECG signal. It is important to mention that the electrodes were confirmed to be scrapped by the customer and are not available for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); review of the device's history log found evidence to support a coupling issue between pads and patient since a signal was acquired early on. The device was put through extensive testing without duplicating the malfunction. The device history log shows that after the electrode pads were changed, the device was able to obtain an ECG signal. It is important to mention that the electrodes were confirmed to be scrapped by the customer and are not available for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.